Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the medium-large clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hemicolectomy - right surgical procedure, the customer reported the cables were not positioned correctly in the pulley which prevented the medium-large clip applier instrument's clips from being triggered. The instrument still had 9 lives left. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a derailed grip cable from its normal position at the proximal idler pulleys. The instrument passed the intuitive motion test. A clip test was performed and passed multiple times. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the derailed cable. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.